Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after experiencing hematoma and general complaints of pain. Fluoroscopy revealed lead perforation in the myocardium and the patient could feel high output pacing. The lead was extracted and replaced. The physician also revised the pocket by replacing the device. The patient condition was stable after the procedure and all reported symptoms were resolved. The patient will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.